Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #694765: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut and the proximal conductor of the lead developed a fracture due to flexing while in vivo. A proximal portion was received measuring 12.5 cm. A distal portion was received measuring 48.5 cm.

Event description:
It was reported that the patient received seven inappropriate shocks due to right ventricular (rv) lead oversensing of short v-v intervals. It was also reported that high rv pacing impedance has been showing for about eight months. A fracture was suspected. The rv lead was explanted and replaced. During the procedure, the previous rv lead was also removed. This lead had been capped and replaced in 2007 due to oversensing and a visible fracture. No further patient complications have been reported as a result of this event.